Event description:
It was reported that an alert was received on this cardiac resynchronization therapy defibrillator (crt-d) due to the heart failure index crossed the alert threshold. Atrial crosstalk was seen on the presenting electrogram (egm) exhibited as noise on the right ventricular (rv) channel. At this time, the device remains in-service. No adverse patient effects were reported.